Manufacturer narrative:
This report is submitted on july 26, 2018.

Event description:
Per the clinic, the patient experienced pain and a performance decrement. Subsequently, the device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on november 28, 2018.